Manufacturer narrative:
Based on the information provided, the causes of the reported complications and patient death cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Technical review: a review of the system logs was performed by a technical support engineer (tse) and the following information was provided: no relevant errors were observed during this procedure, therefore, a site visit is not recommended for this event. A review of the system logs for the procedure date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: 30 degree endoscope and a fenestrated bipolar forceps. Based on a site history review, none of the instruments used during this procedure have complaints logged against them as of the time of this report. A medical review was performed by an isi medical safety officer and the following information was provided: "according to the information in the description of events, the patient, described as being very sick, underwent a da vinci-assisted sigmoid colectomy and suffered a post operative myocardial infarction. During the procedure, stool was noted within the abdominal cavity. The indications for this procedure are unknown. It is unknown if this was an elective or emergent procedure. Furthermore, it is unknown if the intended procedure was completed and if the procedure was completed using the da vinci system. The information in the above description of events seems to indicate that patient¿s myocardial infarction was related to his acute medical condition. However, the cause of the patient¿s myocardial infarction and subsequent mortality cannot be determined from the information in the description of events." No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: after undergoing a da vinci-assisted procedure, the patient experienced a myocardial infarction and expired. At this time, the causes of the post-operative complication and subsequent patient death are unknown.

Event description:
It was reported that after undergoing a da vinci-assisted sigmoid colectomy procedure, the patient suffered a myocardial infarction and expired on an unspecified date. The patient's family decided not to have the patient revived. The patient was reportedly very sick prior to the procedure. Upon visualization during the sigmoid colectomy procedure, the patient's abdomen was found to be full of stool. The procedure was completed after much time was spent cleaning out the abdomen. It is unclear if the procedure was an elective or emergent operation. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.